Event description:
Customer reported that the insulin pump is alarming button error. Customer removed the battery but the alarm did not clear. Customer stated he was working outside and sweating. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. However, the device had unresponsive buttons due to corroded keypad traces. The unit had minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.